Event description:
The following was reported through a review of the presentation summary at "the 35th meeting of japan glaucoma society." Reportedly, following a cataract surgery plus trabecular microbypass stent system procedure in a total of one hundred and seventy three (173) operative eyes, seven (7) eyes presented postoperatively with anterior chamber (ac) hemorrhage; (3) eyes presented with intraocular pressure (iop) increase =25 mm hg; ten (10) eyes presented with iop increase =5 mm hg; and two (2) eyes were observed with iop increase >30 mm hg. Additionally per report, there was one (1) case of decreased visual field which required a secondary surgery. Any omitted information was not available at the time of report. Please see attached presentation summary for further details.

Manufacturer narrative:
The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot numbers could not be reviewed. A review of the device labeling was completed. Hyphema, iop increase and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the devices or the way they were used. The reported events (hyphema, iop increase and decreased/impaired vision) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).